Event description:
Home pt's relative reported that one-half way through procedure on 7/15, pt noticed a drip from the tubing. Pt stopped the procedure. During the pt's draining on 7/17, the pt noticed cloudy effluent. The pt went to the hosp and was admitted and diagnosed with peritonitis. The pt was discharged on 7/21/97 on antibiotics. The pt remains on peritoneal dialysis. The sample is not available for evaluation. The pt does not speak english and the source for this complaint speaks minimal english. Info rec'd from the pt's dialysis nurse.